Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger problem) was confirmed. Upon investigation the charger/modem was resetting and unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the u1003 and u104 failure could not be positively identified. No adverse event resulted from the defective battery charger/modem. Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger problem, contamination) has been confirmed. Upon investigation the battery charger/modem was unable to recognize a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Device manufacturer date: charger sn (B)(4) 04/04/2013, charger sn (B)(4) 06/17/2014.

Event description:
A us distributor reported that a patient was experiencing charger problems and a had equipment with contamination.